Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2317700, model:sc-2317-70, serial: (B)(6), batch:7077155.

Event description:
It was reported that following a traumatic event, the patient experienced inadequate pain relief. High impedances were noted on the spinal cord stimulation (scs) leads. Programming was unable to be performed due to the high impedances of affected contacts. The physician did not believe any of this was device related. The patient underwent leads replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.